Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 400 to 500 mg/dl six months ago and that there may have been an issue with the plunger at the time. Customer does not feel well and declined high blood glucose troubleshooting but will call back. No further details provided.